Event description:
It was reported that this implantable pulse generator could not be interrogated and was an attempted implant. The device is expected to be returned for evaluation. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.